Event description:
It was reported that the patient's atrial lead was found to be dislodged. During lead revision, it was noted that the helix failed to extend. The lead was explanted and replaced. The patient was stable.